Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 408 (mg/dl). Reportedly, when the customer uses a particular type of infusion set, their bg levels tend to rise according to the contact. A manual injection was delivered to address bg levels. Replacement infusion sets were sent to the customer.